Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The nurse inadvertently pulled the lead out. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect surgical technique as the nurse inadvertently pulled the lead out (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient's lead was inadvertently pulled out by a nurse who thought it was a suture. Antibiotics were prescribed and a replacement lead was implanted on february 14, 2023. The patient is doing well and receiving effective therapy.